Event description:
Customer reports anesthesiologist was injecting medications into t-connector using a safety needle on pt's IV, when rubber stopper completely collapsed and pt's IV started bleeding back through, compromising IV system. Pressure was held directly at IV site to halt the blood flow. T-connector replaced and IV retaped. There was no report of injury. An attempt was made to obtain specific pt info but no additional data was available.